Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor filament was shorter than normal. The customer¿s blood glucose level was 119 mg/dl. The customer reported that when they took out the sensor the filament was shorter than it should. The sensor will not be returned for analysis.